Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), catheter separation; damaged at implant; a 28 cm proximal segment of the catheter was returned and analyzed. There is indication that there was difficulty slitting. It appears that the slitter was held at an angle during slitting and the nose of the slitter was against the inside of the catheter breaking braid wires.